Event description:
Reference number (B)(4) . Event occurred in the united states. It was reported that patient faced infusion set crimped cannula event on (B)(6) 2024. Event occurred within three hours of insertion. Insertion site was at abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.